Event description:
Customer's father reported that the sensors were not accurate and did not always work. He reported that they went through supplies too quickly and that the sensors would fall off of the body. He also reported that the blood glucose at one point was as high as 524 mg/dl. He stated that she was being treated with manual injection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.